Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 16 october 2018. It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 85% stenosed target lesion was located in the left anterior descending (lad) artery and was 16mm long with reference vessel diameter of 3mm. A 3.00x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, during procedure the shaft broke at external part for about 13cm from y-connector. The device was removed completely just and the procedure was completed with another of the same device. No patient serious injury or adverse events were reported. However, returned device analysis revealed hypotube fractured in a location which could enter the patient. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured, this is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 234 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.